Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device broke at an unknown time and place. All pieces have been received.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
One persona tasp ps/cr/uc left ef bottom was returned with the complaint for review. The visual inspection of the tasp bottom confirmed that tasp fractured along the medial side of the post. All the pieces were returned for investigation. There was cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp top and bottom. The lot has been in the field for three years. It is unknown for how many times the device is being used. The DHR results were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A previous investigation was opened for the breakage of tasps. A FDA recall contains the related lot number. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The tasp construct includes the tasp top, bottom, shim and the tibial sizing plate. However, the failure of the instrument was caused by the surgeon using force to maneuver it, which is advised in the persona surgical technique which states that: "apply gentle pressure without impacting the tasp construct with either a mallet or hand."